Event description:
User adhered pad directly on to the skin on her back, went to sleep and awoke to find blisters and redness on her back.

Manufacturer narrative:
User reported pad was adhered directly to skin and used while sleeping. Instructions state: "remove the paper from the adhesive backing to adhere the pad to clothing. Do not adhere the pad directly to the skin. Remove the pad immediately if it becomes too warm and uncomfortable." "Do not use on infants, on frostbitten or desensitized skin, while sleeping, on bruising or swelling that have occurred within the last 48 hours." "If not used correctly, high temperature burns may occur." While the company does not believe that the events described above constitute a 'serious injury' within the meaning of the regulation, the company has elected to submit this report.